Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device serial, medical device model. Upon investigation of the actual device used in this incident, it was determined that pyxis was running slow. The technical support specialist (tss) determined device was unable to connect to the lightweight directory access protocol (ldap) service. Network connectivity was tested using test-netconnection for port 389, which was open. Firewall rules were configured to allow ldap traffic and block ldaps. No port issues were found on the device. Tss attempted to confirm if the root domain address accepted ldap queries. Active directory sync service was restarted. Adsync logs were reviewed, and no current errors were found. The customer was requested to verify ldap status for the domain and check for possible it blocks. The tss informed the customer about a network issue that caused random slowness. The technical support specialist received no response and closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server was running slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server was running slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.